Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gonging,) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was damaged and the k700 relay was intermittent. The cause of the reported gong alerts and test failure is the damaged receptacle and intermittent relay. The root cause of the damaged receptacle is excessive force placed on the monitor receptacle while an electrode belt was attached. The root cause of the intermittent relay cannot be positively identified. No adverse event resulted from the damaged receptacle and intermittent relay.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing gong alerts.